Event description:
He compared his blood glucose meter to his doctor's meter. The doctor got a reading of 119mg/dl and he got a reading of 6.2. The customer was not aware that his meter was able to set the meter back to mg/dl with assistance. The customer did not allege any adverse events. The meter and strips are to be returned for evaluation, and a replacement meter will be sent.